Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck had a 90-degree angulation. It was reported that during the index procedure, after the endurant bifurcated stent graft was implanted there was either a proximal type I endoleak. The physician elected to implant aptus endoanchors and the proximal type I endoleak was resolved. The physician stated that the cause of the proximal type I endoleak was related to the patient¿s anatomy of 90-degree aortic neck angulation. No additional clinical sequelae were reported and the patient is fine.